Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezf1930 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that (B)(6) center was discontinuing a groshong PICC line. Nurse reported that they removed 25cm and supposedly then the PICC line stopped completely and they could not remove. They attempted warm compress for the afflicted arm. They attempted massaging gently the upper arm. It appeared that the line was allegedly stuck somewhere right about the auxiliary region. Nurse reported that they sent the patient to ir where ir attempted to put an .08 wire down the line and used a hemostat to clamp the line and wire off externally. Eventually they sent the patient home. The patient is being taken to a larger hospital in the area to attempt removal again.